Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced an unexplained blood glucose rise from approximately 120 mg/dl to 190 mg/dl within about 15 minutes while using the ilet system; a change insulin notification was present, the user had eaten several hours earlier with glucose initially rising then trending down, and a supply change was completed with insulin delivery resumed using a teflon inset (23", 6 mm). Symptoms included no reported adverse symptoms associated with the elevated glucose. Outcomes included no reported clinical intervention, no hospitalization, and blood glucose measured at 189 mg/dl at the end of the call. Investigation included troubleshooting and education with the user, including a walkthrough of an infusion set change and confirmation of resumed insulin delivery, with no device performance issues observed during the call. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.